Manufacturer narrative:
(B)(4). D10: cat# 139256 lot# 448260 m2a-magnum 42-50 tpr insrt std. Cat# x180310 lot# 136580 bi-metric/x por nc 10x130. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 16 years post-implantation, the patient underwent a right hip revision due to pain and elevated metal ion levels. During the revision, the surgeon identified significant synovitis but no apparent implant complications. The head was exchanged for a dual mobility construct. Attempts have been made and no further information has been provided.